Event description:
The following has been reported: the ssm team reported struggling to get this pump to accept the cassette today. The alarm was 'cartridge loading error'. No patient harm but would like to see what the logs might reveal. Serial #(B)(6). A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The recorded complaint "sensor hardware failure (set ID sensor)" could not be confirmed because no pump was returned for evaluation. Three attempts were made to obtain the device for evaluation with no response. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.